Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted, the md found that the membrane did not unwrap once it was inserted. Additional information from the sales representative on 04/20/2009 stated that "I was not informed of the event until I checked consignment stock and was informed that they had an iab catheter that was faulty."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.